Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-2324bcc biocomposite swivelock anchor was stuck to the shaft. This was discovered during a procedure on (B)(6) 2023. Additional information requested.

Event description:
Additional information received on 11/7/2023: this was discovered during an rc procedure. When the ar-2324bcc biocomposite swivelock was being inserted, the anchor was stuck to driver and could not be implanted. The case was completed using another ar-2324bcc biocomposite swivelock.

Manufacturer narrative:
The complaint allegation was confirmed. (1) unpackaged ar-2324bcc was returned for investigation. The returned device was visually inspected and it was noted that a piece of suture was stuck between the shaft and the bio/implant. That will be the reason that the bio is not moving. Functional test of the driver outer sleeve and the tb inner member molded swivelock found that the devices thread smoothly. The most likely cause for the reported failure is a user error. Per dfu-0087, revision 2 g. Precautions. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.